Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :patient was revised due to medial collapse of tibia prostheses. After the tibia tray was removed, cultures were taken and the tibia was prepped for a revision tibial tray, sleeve and stem. Pathology called into the room and stated there was an infection present and an 16mm poly spacer with antibiotic cement was implanted. Surgical delay unknown. Doi: (B)(6) 2014. Dor: (B)(6) 2023. Affected side: left knee. The device associated with this report was returned to depuy synthes for evaluation. The visual inspection was not able to find signs of burnishing or micromotion, however as the attune fb tib base sz 6 cem is a cemented device, some level of debris is expected to be find still attached on the device, this lack of debris suggests some level of loosening even if migration cannot be confirmed. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was unconfirmed. With the information provided is not possible to determine if the observed condition of the attune fb tib base sz 6 cem contributed to the reported allegation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 18/jun/2014. 3) any anomalies or deviations identified in DHR: there was one non-conformance associated with this lot. The non-conformances is not related with this complain condition. 4) expiry date: 15/feb/2022. 5) IFU reference: 090200828.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to medial collapse of tibia prostheses. After the tibia tray was removed, cultures were taken and the tibia was prepped for a revision tibial tray, sleeve and stem. Pathology called into the room and stated there was an infection present and an 16mm poly spacer with antibiotic cement was implanted. Surgical delay unknown. Doi: oct 21, 2014. Dor: (B)(6), 2023. Affected side: left knee.